Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: customer contact reports no patient information is available. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting during a case. There was no patient injury.